Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure the right cylinder and tubing were damaged causing fluid leak. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.